Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of a clinic¿s cycler in treatment complete when removing the cassette. The peritoneal dialysis registered nurse (pdrn) reported receiving an unknown alarm during fill 1 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event and stated that they were training on a dummy tummy when the fluid leak occurred. There was no patient involvement. One of their patients (c.d.) Was removing the supplies from the training cycler and discovered the leak. The pdrn stated that the patient completed their treatment by performing manuals. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the clinic has received the replacement cycler and they are continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn was not sure if the cassette was available to be returned to the manufacturer for physical evaluation, however, the old cycler has been picked up and returned.